Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event was approximated to be (B)(6) 2017 as no specific date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was to be used to treat a 5mm esophageal fistula during an esophageal prosthesis placement procedure performed in (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was fully released from the delivery system; however, when the physician pulled the stent catheter out from the patient, the delivery system got stuck on the proximal end of the stent, and the stent moved out from its target location. The stent was removed with biopsy forceps and another wallflex esophageal stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.